Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during an attempted implant, the physician experienced difficulty placing the right ventricular (rv) lead despite attempting several locations. The physician noted that following the last attempt, the helix of the rv lead would no longer extend. The rv lead was removed and replaced successfully. No patient complications have been reported as a result of this event.